Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer; d10. Concomitants: (B)(6) 02-020-12-0225 - truliant ps por fem ps por left sz 2.5; (B)(6) 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t; (B)(6) 200-07-29 - advanced patella 29m 3 peg implant; (B)(6) 200-07-29 - advanced patella 29m 3 peg implant; (B)(6) 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t; (B)(6) 02-020-12-0325 - truliant ps por fem ps por right sz 2.5; (B)(6) 02-022-35-2511 - truliant tib imp ps insert sz 2.5 11mm. H6. Investigation results- the truliant device with serial number 5037147, is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2021 and the approximately 11 months later, on (B)(6) 2022, they experienced a revision surgery for unreported reasons. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.